Event description:
I had sculptra injected under my eyes to correct hiv-related facial lipoatrophy. Within a period of 6 month, hard, visible nodules appeared at the injection sites. As of today, the nodules have not gone away, despite recent injections of kenalog. Dose or amount: unk. Frequency: once. Route: subdermal. Dates of use: 2006. Diagnosis or reason for use: lipoatrophy. Event abated after use stopped or dose reduced: no.